Event description:
It was reported that in tka case the software on planning screen provided information that was miscalculated (inaccurate resection depths and implant not matching patient anatomy) either by software glitch or landmarks taken wrong, and as a result doctor was not comfortable continuing with plan. Case was completed with manual instrumentation.

Manufacturer narrative:
The device was used in treatment. Case log files and screenshots were returned for investigation. DHR review found that the software version (navio rc-6103) has been validated. A complaint history review identified similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. There are also instructions on proper implant planning and placement. We could confirm there was a relationship established between the reported event and the device. Discussion with product manager found that she had discussed the issue with the reporter. It was determined that the issue was not a software glitch, but that the surgeon had misunderstood the planning process for implants in tka in navio 6. While the information provided on the planning screen may have appeared to be askew, the software was showing the initial implant plan accurately to the points that were collected. Product management reviewed the planning process in navio tka, including initial distal resection, initial femur size and implant position, initial rotation of the posterior femur cuts, and initial tibial resection and size, with the reporter so that it could be clarified with the surgeon. This was a preventable issue. The product performed within expected parameters. Per complaint details, the device malfunctioned during use; however, based on the product evaluation findings, currently unable to rule out a procedural variance as a contributing factor to the reported event as the planning process was "misunderstood". Per the field report the surgeon aborted the navio/convert to conventional instrumentation/manual technique to complete the procedure. Based on the information provided the modified procedure did not result in patient injury/impact.